Manufacturer narrative:
The physician reported that he did not see the pt since about 3/4 year; thus, he suggested that the abscess had resolved. Definite date of resolution unk.

Event description:
A physician reported a pt who was treated in the forehead and nasolabial folds in 10/96. The physician noted immediate redness and swelling at the treatment sites. Six weeks later, the physician noted sterile abscesses at the treatment sites which occurred in intervals of 4 weeks. On 10/12/97, the physician performed the 12th incision. The physician noted the occurrence of hyperdense areas at the sites of both checks.